Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad keypad. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The bad keypad was verified. The cause was determined to be carbon ink bridges underneath the keypad identified during visual inspection which can contribute to keypad failures. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.